Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had a good shock at work as an electrician about 2.5 - 3 months ago that caused a return of symptoms and tics. Patient was still able to work. Patient also experience weakness and numbness on left side of body that has been progressing. Patient went to hospital on saturday and was transferred to (B)(6). MRI to be done for possible stroke. Caller met with patient on (B)(6) and made some programming changes that helped with the tics but not the weakness and numbness. Caller reported one of patient's tics is punching his neck where the extension is but caller checked the system integrity and no issues reported. Additional information received from rep clarifying that patient went to hospital for right sided weakness and numbness, MRI showed no sign of stroke per hcp. It is unknown if manufacturer device is causal or contributory to these symptoms. Patient was originally shocked on the job due to touching a live outlet while working on their jobsite unrelated to their dbs system. The exact date of this shock is unknown but patient reports that it was a couple months ago. Symptoms remain ongoing.